Event description:
Broken fiber. Fiber was used on a pt and broke outside of the body. The pieces were thrown away and what was left from the connector on was returned. There was no pt harm. The staff opened another fiber from a different lot number to complete the case successfully. Procedure was a flexible ureteroscopy. The date of the incident was not available.